Event description:
On 1/31/99 this pt underwent the placement of a cannulated 75mm screw for a slipped capital femoral epiphysis. On 4/26/99 this screw had to be surgically removed due to its breaking in the pt.